Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) indicated that the cause of the remote monitoring disabled was unknown and device data assessment would be needed in order to determine. This device was subsequently explanted and replaced. Other then the surgical procedure, no additional adverse patient effects were reported.